Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 1000 mcg/ml of morphine at 260 mcg/day via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient was non-compliant and missed a pump refill on (B)(6) 2020. The patient's pump was empty. The hcp put the pump in off state as a result. No symptoms were reported.